Event description:
It was reported the device reached elective replacement indicator (eri) within two years and there was possible early battery depletion. It was noted that the patient got no therapies, that pacing parameters were within range and that the left ventricular stimulation was a little bit higher than usual. It was also reported that preoperatively the right ventricular (rv) lead had high values for both of the high voltage connections. The device was explanted and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the device was returned and analyzed. The device met 87% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. We did receive performance data collected from the device and have analyzed the data. The battery voltage was battery depletion indicated/eri (elective replacement indicator). Time of eri in save to disk on (B)(6) 2012, device eri less than equal to 2.62 volt. Weekly battery voltage trend data shows min b(v) equal to 2.64 to 2.62 volts between (B)(6) 2012. Patient alerts for low bv on (B)(6) 2012. (B)(4) - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk was reviewed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned and analyzed. The device met 87% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. We did receive performance data collected from the device and have analyzed the data. The battery voltage was battery depletion indicated/eri (elective replacement indicator). Time of eri in save to disk on (B)(4) 2012 device eri less than equal to 2.62 volt. Weekly battery voltage trend data shows min b(v) equal to 2.64 to 2.62 volts between (B)(4) 2012. Patient alerts for low bv on(B)(4) 2012.